Manufacturer narrative:
(B)(4). Additional information was requested. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended but the orange indicator was visible at 12th firing sequence, thus it over traveled. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure, the clip of the device could not be opened after three firings. Then the surgeon opened the clip by hand and tried outside of the patient, but it still failed. Another device was used to complete the procedure. There were no adverse consequences for the patient.